Event description:
The company representative reported on behalf of the customer that the gantry moved down abruptly while a patient was docked. The problem occurred when the docking was complete and while the surgeon was aligning the control points. The surgeon immediately noticed the gantry slipping down; the surgeon was able to lower the patient's bed and the patient was not injured. The procedure was canceled.

Manufacturer narrative:
The service engineer was unable to duplicate the event. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).